Event description:
It was reported that the wake button was increasingly unresponsive. During troubleshooting with tandem technical support, customer applied more force and was able to unlock pump using wake button. There was no reported impact to the customer¿s blood glucose due to this issue. Reportedly the customer continued to use the pump for insulin therapy.